Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2.1 kept failing. The customer rebooted the device and attempted to recover the drawer; however, the issue still persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 continued to fail. The drawer was recovered and rebooted; however, the failure occurred again. The field service engineer (fse) released all cubies on main drawer 2.1 and drawer 2.2 and removed medications that were stuck between the pockets, which had caused the pocket failures. Multiple tests were performed with a pharmacy escort and using the hardware test application. It was confirmed that all pockets and cubies were functioning properly, with no further drawer, pocket, or cubie issues observed. The system functioned as intended after field service engineer repaired the device.